Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during interlobar resection on a thoracoscopic lobectomy, after approaching, the green button was pressed , and the lower button was used to fire but the device could not be fired. Another device was used to complete the case. There was no patient injury.